Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). It was reported that the patient faced infusion set bent cannula event on 02-march-2026. The insertion site was abdomen. The infusion set was used less than a day. The patient experience blood glouse was raising up. No further information available.